Event description:
It was reported that information was received from a patient regarding an external device. The patient reported they were having issues charging their implant and the issue began probably like a month ago. Patient stated the implant kept cutting off every couple minutes and they would get an error message. Patient said the error message would usually pop up every 2-3 minutes. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger and controller port. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed 80% recharging and implant 90%. Agent instructed patient to start a charge session; implant was recharging with excellent quality. Patient then got a message battery low replace the controller batteries soon. The issue was not resolved. A request was sent to the repair department to replace the recharger. No patient impact or symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.